Event description:
A malfunction alarm labeled as malf 16 was reported without any preceding notable events. There was no adverse impact to the customer's blood glucose level. The customer received a replacement insulin pump for continued insulin therapy.